Event description:
The device was returned to the manufacturer for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the right side of the display has white spots and tested out of specification - electrical. It was also noted that the power cord bay door and lower case was damaged.